Manufacturer narrative:
Other applicable components are: product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with two neurostimulators. It was reported that the patient had an infection which occurred earlier than the report date. On (B)(6) 2016, following stage two of the trial, the patient developed drainage from the left side of the incision on the left side and they elected for removal of the left side implantable neurostimulator (ins). On the same day, they washed out the right sacral site, noting that the ins was taken out of the pocket and the pocket was irrigated with bacitracin. This had started at some point between the implant date in (B)(6) 2016 and (B)(6) 201. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable components are: product ID 3058, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Additional information was received from a hcp. It was reported that the ins was removed in (B)(6) 2016 because it wasn't healing right and was leaking a lot.